Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient admitted on (B)(6) 2017 with dizziness, weakness, fatigue and lack of appetite. The patient was found to be anemic with hemoglobin (hgb) levels of 4.1 g/dl and hematocrit level of 12.8 %. The patient received four units of packed red blood cells upon admission. On (B)(6) 2017, esophagogastroduodenoscopy (egd) revealed gastritis with bleeding angiectasia. The bleeding was treated with argon laser. The patient was discharged on (B)(6) 2017 with outpatient iron supplementation. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the patient's gastrointestinal (gi) bleeding event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.